Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv myopotential oversensing was observed on the egms during a routine follow-up. Isometrics testing did not reproduce myopotentials. Programming changes were made and the patient will be follow-up as scheduled.